Event description:
It was reported that the artificial urinary sphincter (aus) was implanted about three months ago. The device has never worked well, it was very difficult to activate and the patient remained completely incontinent despite the activation. A revision surgery was performed in which the pump and the balloon were removed and replaced. It was checked endoscopically that the cuff inflated and deflated when handling the new pump. No patient complications were reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted about three months ago. The device has never worked well, it was very difficult to activate and the patient remained completely incontinent despite the activation. A revision surgery was performed in which the pump and the balloon were removed and replaced. It was checked endoscopically that the cuff inflated and deflated when handling the new pump. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually examined and microscopically tested, no damage or abnormalities were observed. The pump was functionally tested. It did not pass the resistor flow rate test. Based on the information available and analysis results, the pump issue identified could have caused or contributed to the reported clinical observation of mechanical issue, and resultant incontinence. Incontinence is listed as a known inherent risk of device use in the product instructions for use.